Event description:
Baxter received a report from a customer through mw5181236 of a siderail that would collapse. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
Baxter received a report from a customer through mw5181236 of collapsing siderail. There was no patient/user injury reported. Customer information, device model or serial number were not provided. Baxter has captured this reported event under a generic compella. As no serial number was provided for this bed, a search of the baxter maintenance records for any baxter performed preventative maintenance on this bed was unable to be completed. It is unknown if the facility performs preventative maintenance on their beds. No further information is available on the reported event of the bed at this time. If any additional relevant information is identified, the additional relevant information will be submitted in a supplemental report. Although there was no reported injury with this event, if the report of a collapsing siderail were to recur, it could potentially cause serious injury or death. Therefore, baxter is reporting this event.